Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the rep is at a replacement case as a result of the patient's ins battery being at end of service (eos). The rep indicated that the value for 0/1 pair was <50 ohms. The rep stated that the value for another pair was in the 400 ohms range. The rep is going to follow up with the healthcare provider (hcp) on how to proceed with this case. The rep reported that the impedances were resolved when the ins battery was changed out. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the rep as not sure how they would know if the ins was at end of service due to normal battery depletion. They indicated that the device would not be returned. No further complications were reported/anticipated.